Manufacturer narrative:
H3: product analysis of part#: 55750014540, lot#: h5725895 visual and optical inspection confirmed the screw has been used. There is dried cement in the cannulated portion of the screw. The extender tabs have been broken off. Optical inspection did reveal some deformation to the female torx and some wear on the crown from the seating of the rod. The tab extenders are designed to be broken from the head of the screw. The screw appears to function as intended. This regulatory report is being submitted due to retrospective review through CAPA: 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding screws used in plif for l4/5 lcs. It was reported that when the rod was inserted, the rod interfered with the extender tab of the screw, causing the extender tab to break. The broken screw was removed, and a new screw was inserted. There was a delay of less than 60 mins. Screw came in contact with the patient. No patient symptoms were reported. No further complications were reported/anticipated.